Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3002808148.

Event description:
The customer reported to olympus that channel cleaning brush remained in the channel of the scope. This complaint is related to patient identifier (B)(6) for the scope. There was no patient harm associated with the event.

Manufacturer narrative:
Additional information was received confirming the previously reported device model number (bw-412t/sn v2421) was incorrect. This report is being supplemented to correct the model number and related fields: b5, d1, d2, d3, d4, g1, h8. The facility number (formerly 9614641) should be 3002808148 due to the model number change. Correction to h6 component code. This report is also being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record was unable to be reviewed for this device since the serial number was not provided. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The previously reported manufacturing date was related to the incorrect model number. Since the serial number for bw-20t is unknown, the manufacturing date is also unknown. A photo was obtained and reviewed. The event was confirmed; the end of the brush where the metal part starts was broken and stuck in the endoscope. The customer informed olympus all remaining bw-20t brushes were disposed of, and they only use the bw-412t cleaning brushes for manual cleaning. The bw-20t cleaning brushes are consumables and repetitive use and/or inappropriate use (excessing external force is applied to the brush when it is pulled etc.) May cause bending or twisting of the brush head, resulting in damage. Based on the results of the investigation, the root cause for this event could not be identified because the actual device was not returned to olympus and a detailed condition of the actual device could not be confirmed. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was evaluated, and the customer¿s allegation was confirmed due to mishandling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that single use combination cleaning brush remained in the channel of the scope. This complaint is related to patient identifier: (B)(6) for scope. There was no patient harm associated with the event. There was no patient harm associated with the event.